Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 170mg/dl-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer have not had any recent changes in diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi and 536 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Customer returned test strips on 5/3/2016. Qc evaluation completed on 5/6/2016. Investigation completed and product evaluated with no defect found,the test strips passed all the test with acceptable results. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 170mg/dl-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer have not had any recent changes in diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi and 536 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Adverse event not reported.